Manufacturer narrative:
Lot# 3469522. Previously submitted under patient identifier (B)(6). This is a follow-up report. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, additional information received on 04/21/2021. Vaginal bleeding, sui, hematuria, exposed mesh. On (B)(6) 2016 - vaginal discharge, mesh erosion underneath midurethra from the right across the midline. Patient's legal representative stated severe pain with daily activities and intercourse.